Event description:
During the procedure, the physician used a wilson-cook tracer metro wire guide. Additional information provided with this report indicated the user flushed the wire guide prior to removing the device from the holder. During use, the coating of the wire guide separated but did not detach near the distal end. The device was removed with no injury to the patient.